Event description:
The manufacturer received information alleging patient is on oxygen and is just not getting enough pressure from his machine, very difficult for him to breath, when he wakes us at 3 am oxygen level is down 81, and then in the morning it is 71, having to use much more oxygen than normal, device will not turn on/device not functioning, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging patient is on oxygen and is just not getting enough pressure from his machine,very difficult for him to breath, when he wakes us at 3 am oxygen level is down 81, and then in the morning it is 71, having to use much more oxygen than normal, device will not turn on/device not functioning, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.